Event description:
Event description boston scientific recieved information that this patient presented to the emergency room due to a syncopal episode which resulted in a fall and a cut to the patient's head. The patient has atrial fibrillation. The caller stated that the emergency room staff could not get a hold of the patient's cardiologist in order to find out the type of pacemaker this patient has.